Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed after the implantation of this intraocular lens (iol) that there was a crack on the edge and in the periphery of the optic on this lens. The surgeon then had to widen the incision to about 3mm on the eye to remove the cracked iol. He then implanted his back-up iol and closed this surgery successfully. No major issues were reported from the surgeon other than that he had to widen the incision to explant the cracked iol. The material is available for investigation.

Manufacturer narrative:
Section d9 device available for evaluation? : yes. Section d9 returned to manufacturer : 24 jun 2021 . Section h3: device evaluated by manufacturer? Yes. Device evaluation: the diu was returned for evaluation in its original package. A visual evaluation was performed. The plunger and pushrod was observed in advanced position and in good condition. The pushrod was observed in its correct orientation. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed slightly deformed. The lens returned outside the device. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of viscoelastic material was observed on lens; a crack was observed on the lens optic. A small cut was also observed on the edge of the lens, it looks as if it had been torn by a sharp tool. Based on the evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. Due to the conditions of the lens returned, it could not be determined if the conditions reported are related to manufacturing or surgical process. The complaint issue reported was verified. As a result of the investigation, there is no indication of a product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one additional complaint for this complaint number. File was voided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.